Manufacturer narrative:
Results and conclusions: it is possible that the catheter fractured due to a localized application of axial force while constrained at the point of fracture. There is no clear indication of the circumstances of this anomaly. Burnishing of the catheter is caused by the catheter rubbing against another surface. The elliptical nature of the diameter at the fracture location is typical of the catheter being repeatedly pulled against a solid surface. It is possible that pt anatomy along with repetitive motion could lead to these circumstances.

Event description:
Cath fracture noticed on day 24th after implantation 6 cm distant of the connectionside. Displaced cath fragment from the pulmonary trunk reaching into the left descending pulmonary artery. Transvenous removal with a goose neck snare. Percutaneous removal of the port chamber with the remaining catheter. All procedures performed ambulant on an out pt basis.